Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that a 3.5 x 15 xience stent was implanted in the proximal rca, in 2008; however, a plaque shift occurred and two additional xience stents (3.5 x 12 and 2.5 x 15) were implanted for treatment. No additional event or patient information is available.

Manufacturer narrative:
Plaque shift.